Manufacturer narrative:
Device eval by manufacturer: this ranger drug-coated balloon was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination revealed a pinhole in 14.1 cm from the tip. Visual and further inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the balloon issue reported from the field.

Event description:
It was reported that the balloon ruptured. A ranger drug-coated balloon 5mm x200mm, 150cm catheter was selected for use to treat 70 percent stenosis for peripheral arterial occlusive disease of the superficial femoral artery. The physician inserted the catheter, and upon treatment the balloon ruptured prior to reaching the nominal pressure. The procedure was able to be completed successfully using a new ranger without sequela.

Event description:
It was reported that the balloon ruptured. A ranger drug-coated balloon 5mm x200mm, 150cm catheter was selected for use to treat 70 percent stenosis for peripheral arterial occlusive disease of the superficial femoral artery. The physician inserted the catheter, and upon treatment the balloon ruptured prior to reaching the nominal pressure. The procedure was able to be completed successfully using a new ranger without sequela.